Manufacturer narrative:
Concomitant products: 5024m-58 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.